Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic myoma procedure on (B)(6) 2015 and topical skin adhesive was used. The patient experienced skin inflammation and the adhesive was removed one day after the surgery. Patient was treated with aminoglycoside antibiotics (gentacin 0.1%). Patient presents skin pigmentation and exudate at the place where the device was applied. Additional information was requested.

Manufacturer narrative:
The patient presented with symptoms on (B)(6) 2015. There was no procedure performed to treat the skin pigmentation and exudate. Four months after the procedure, pigmentation and exudate had been confirmed continuously. The current status of the patient was reported as has had a hospital visit.